Event description:
No additional information was provided.

Manufacturer narrative:
(B)(4)- supplemental MDR - silicone visible. Four photos were provided to our quality team for investigation. The reported condition of excess silicone inside and outside the syringe is not visible in any of the photos received; therefore, cannot be confirmed. Furthermore, a device history record review was completed for provided lot number 3321001. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect.

Manufacturer narrative:
If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd luer-lok had visible silicone. The following information was provided by the initial reporter translated from german to english: missing syringe in package, missing scale on syringe (B)(6); 29-oct-2024: additional information from customer mail the customer complained about these lots because, according to him, a lot of silicone oil could be seen and felt inside and, according to the customer, outside the syringe.

Manufacturer narrative:
(B)(4). Supplemental MDR - silicone visible. Fifteen samples and four photos were provided to our quality team for investigation. The reported condition of excess silicone inside and outside the syringe is not visible in any of the photos received; therefore, cannot be confirmed. Two photos show a strip of five sealed packages with one showing the top web side with all applicable product information and the other showing all packages missing the syringes. Another photo shows three sealed packages and two loose syringes showing all five syringes missing all scale markings. The next photo is a close-up image showing two syringe packages with one having all applicable product information and the other showing a syringe missing all scale markings. Fifteen samples received with no excess silicone observed in the samples received. A strip of five sealed packages were received missing all the syringes inside. Seven sealed packages, two loose syringes and one syringe with an open seal package were received with the entirety of the scale markings missing. The condition observed is non-conforming per product specification. Potential root cause for the scale markings missing defect is associated with the marking process and the package empty defect is associated with the packaging process. Furthermore, a device history record review was completed for provided lot number 3321001. All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 3321001 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information was provided.